Manufacturer narrative:
A device history record review was performed for the subject device: manufacturing location: (B)(4); manufacturing date: 15-aug-2013 ; expiration date: 30-apr-2022 . Part #: 04.003.353s, lot#: 7383149 (sterile) ¿ 10mm ti lateral entry femoral recon nail-ex/360mm/lt - sterile. Quantity 6. Component parts reviewed: part 04.003.353s, 10mm ti lateral entry femoral lot: 7383149, meet specification. Sterile rework order requested on (B)(6) 2013 as per nonconformance (ncr). Nonconformance (ncr) was created for "space before lot# when scanned". This issue is not relevant to complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a femoral nail removal on (B)(6) 2018 due to painful hardware. One 10mm ti lateral entry femoral recon nail-ex/360mm/lt-sterile and four 5.0mm titanium locking screws implanted on an unknown date (almost a year ago) were removed intact. Nothing was implanted after the removal of hardware. The procedure was completed without any delay and the patient was stable after the surgery. This is report 1 of 2 for (B)(4).